Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced unusual heating of the processor/ battery module. It was recommended to discontinue use, and a replacement device has been sent. There was no allegation of patient injury.